Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be frayed at the distal idlers. The frayed grip cable became derailed at the distal idler pulley. The grips were able to open and close, but their movement and functionality could not be precise. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted frayed wires at the tip of the mega suture cut needle driver instrument.